Event description:
It was reported that a technician attempted arteriotomy closure of a mildly calcified common femoral artery (cfa) after an interventional procedure. Reportedly, when the plunger was retracted from the proglide device body there were no sutures present. The device was removed from the patient's anatomy and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device revealed that the knot was unraveled and the link was broken at the swage end of the anterior cuff during needle plunger retraction. A link break would subsequently result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The plunger, anterior cuff and anterior needle were not returned with the device. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to manufacturing, challenging anatomical conditions, and deployment techniques. The suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link break. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. The reported mild calcification in the artery could have contributed to a link break, but this could not be confirmed. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to break at the swage end of the anterior cuff. Based on the reported information and the investigation, the probable cause for the link break at the swage end of the anterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any relevant nonconforming material record associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.